Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that they had been cleaning the scope using an automatic spray pressure (asp) japan washer, but the stain on the distal objective lens could not be removed during a diagnostic colonoscopy procedure involving an olympus colonovideoscope. The procedure was completed with the competitor device. There was no patient injury reported.